Manufacturer narrative:
Additional information has been requested but has not been received. The product was returned for evaluation. Visual inspection found that the lens was received in two pieces. Functional testing could not be performed due to the damage. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had to be explanted from a patient after the physician was unable to release z formation. No patient injury was noted, but the original incision had to be enlarged and a 10-0 nylon suture was used to close it.